Event description:
Customer reports the comfort curve strip vial has an expiration date of 12/31/07. MFR has the expiration date as 01/31/07. No adverse event reported. Requested return of suspect device and replacement was sent.